Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, no heparin was administered systemically in the purge as per the physician's request due to CT showing bleeding. Consequently, the patient was given two units of packed red blood cells. Care was subsequently withdrawn, and the patient expired after the removal of impella support. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome.